Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. A supply change was performed resolving the occlusion alarms. The customer's blood glucose levels ranged between 196-208 mg/dl. Tandem technical support (cts) educated the customer in regards to occlusion alarms. As the customer was not receiving an occlusion alarm when cts was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.